Event description:
It was reported that a patient experienced a dental implant loss. We received him today to place the implant in 13, he was complaining about the implant in 26, so we removed it to place it directly in 24,25.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.